Event description:
Event description guidant received information that this pacemaker has not been working since six months after being implanted. The device had the lower rate limit turned down to 60 at a follow-up visit, 2 months after the implant procedure. Upon interrogation 6 months later, the patient was found to have a heart rate in the 50's, at which time the pacemaker was found not to be working. The patient's wife has reported this information to guidant. The patient has had no adverse effects, according to his wife, and is doing fine.